Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, an oxygen blending module failure error code was found in the device's error log that relates to an oxygen blending module air flow drift being out of range. The oxygen blending module printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the service technician states that periodic maintenance 2 was performed. The trilogy o2 pm1 kit, exhaust fan assembly, and 43 micron filter were replaced to prevent failure. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.